Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, defibrillation threshold (dft) testing stunned the patient's myocardium. The patient became hypotensive five minutes later and arrested following that. The patient then develped pea. Despite 45 minutes of acls protocols, the patient passed away. In the physician's opinion, there were no allegations against the s-ICD, however the death was considered procedure-related. The product is not expected to be returned.